Manufacturer narrative:
Nellcor puritan bennett has requested the device be returned for evaluation, but the device has been discarded. It is unk what lot number was used.

Event description:
It was reported on 9/14/2007 to nellcor puritan bennett that one day later, an infant was intubated and attempted to ventilate using a pbmv bag. Adequate volumes using the bag were not able to be administered. The reporter states an adult resuscitation bag was used with success. The infant was ok and attached to a ventilator.